Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced headaches, dizziness , vomiting and extreme fatigue, the cgm was reading 235 mg/dl and bg reading was 435 mg/dl. The patient´s girlfriend called the ambulance and the patient was taken to the emergency room (ER) where he stayed four and a half hours and was treated with lantus insulin and anti-nausea medication (the patient cannot remember dosage or exact names of the treatment). The patient fully recovered after treatment. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.